Manufacturer narrative:
Bilateral capsular contracture, baker grade iii - left-side device.

Event description:
Patient diagnosed with bilateral capsular contracture, baker grade iii. This report is for the left-side device.